Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific technical services (ts) for a longevity estimate. Monitoring voltage was at 2.70 and charge times were at 16.9 seconds. Ts provided a longevity estimate and elective replacement indicator (eri) voltage and charge time values and how device was exhibiting extended charge times. Ts discussed device behavior when eri is declared.

Manufacturer narrative:
The device was subsequently explanted and replaced for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.